Manufacturer narrative:
Corrected dta in field: a2. The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6268344 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot#6268344 available for review. Investigation methods/results: the device was returned but not in original package. The screw was verified to be stuck in the implant, but unable to see it. The implant was verified to be a glidewell ht implant ø4.3 x 10 mm (70-1189-imp0010) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: a root cause for fit issue complaint cannot be explicitly determined. Probable root cause is improper seating of the implant driver into the internal hex of the implant. It is unclear the methods of implant placement used during the initial procedure or if appropriate load distribution was observed. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a glidewell ht implant failed. The patient's bone quality is type ii, and their oral hygiene is excellent. The patient presented on (B)(6) 2025 for a primary procedure on tooth # 30. During implant placement, the abutment screw broke off inside the implant and could not be removed. The provider could not retrieve the broken piece of the screw and removed the implant. The site was grafted. No permanent injury was reported. Per the reported information, the patient has no preexisting conditions.

Manufacturer narrative:
Corrected data in fields: b5, d1, d2, and e1. The manufacturer's internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a hahn tapered implant failed. The patient's bone quality is type ii and their oral hygiene is excellent. The patient presented on (B)(6) 2024 for a primary procedure on tooth # 30. During implant placement the abutment screw broke off inside the implant and could not be removed. The provider could not retrieve the broken piece of screw and removed the implant. The site was grafted. No permanent injury was reported. Per the reported information, the patient has no preexisting conditions.

Manufacturer narrative:
The device was not returned for analysis. Should the device be returned an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).